Manufacturer narrative:
All buttons on the insulin pump functioned properly and no button error alarm was noted; however, the unit had corroded keypad traces. There was also a cracked reservoir tube lip and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. The patient's blood glucose at the time of incident was 200 mg/dl. The customer stated that none of the buttons were working, and that the issue was resolved by changing the battery; however, the customer later received a button error alarm. Troubleshooting was initiated for the keypad and button error issues. The customer did not recall any significant events leading to the keypad anomaly or button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.